Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the patient's right ventricular pacing lead exhibited episodes of far p-wave oversensing, elevated thresholds, and low sensing measurements. No interventions were reported. No adverse patient consequences were reported.